Manufacturer narrative:
(B)(4) - follow up MDR for device evaluation. It was reported the syringes do not have lines. To aid in the investigation, two photos of a 10ml luer lok syringe was received for evaluation by our quality team. One image shows a loose syringe next to a package. The image is blurry and the product information on the top web is not legible. The print is missing on the syringe barrel. The second image shows four sealed packages. Two face-up and two face-down. Again, the image is blurry and the product information on the top web is not legible. The two syringes that can be seen have the scale markings missing from the syringe barrel. The condition observed is non-conforming per product specification and is associated with the marking process. A device history record review was completed for provided material number 302995, lot 3138655. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 3138655 was inspected and accepted based on meeting our inspection control plan, subsequently approved for shipment and is considered in compliance with our product specification requirements. This condition is occurring at or below its expected frequency; therefore, no corrective action is required at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 has a scale marking issue. The following information was provided by the initial reporter: "syringes do not have lines."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.